Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified distal anterior tibial artery (ata). Balloon angioplasty followed the orbital atherectomy treatment. An embolism in the ata was observed. There was no flow in the ata. The patient had cold, blue feet at the end of the procedure, however, it was indicated the patient had generally poor blood circulation and wounds in their feet. Lysis treatment was performed to complete the procedure. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have caused or contributed to the adverse event, however, it was noted the patient's anatomy provided very small vessels and many collaterals.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported obstruction/occlusion and embolism/embolus resulting in unexpected medical intervention appear to be related to operational context. In this case, it is likely that the reported obstruction/occlusion and embolism/embolus resulting in unexpected medical intervention and resulting unexpected medical intervention are related to the patient anatomy and use technique. This is consistent with the physician's opinion, which is, orbital atherectomy may have caused or contributed to the adverse event, however, it was noted the patient's anatomy provided very small vessels and many collaterals. However, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified distal anterior tibial artery (ata). Balloon angioplasty followed the orbital atherectomy treatment. An embolism in the ata was observed. There was no flow in the ata. The patient had cold, blue feet at the end of the procedure, however, it was indicated the patient had generally poor blood circulation and wounds in their feet. Lysis treatment was performed to complete the procedure. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have caused or contributed to the adverse event, however, it was noted the patient's anatomy provided very small vessels and many collaterals.

Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported embolism, obstruction and related medical intervention could not be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported embolism, obstruction and related medical intervention appears to be related to circumstances of the procedure. There was no damage or abnormalities identified during analysis that would have contributed to the reported complaints. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: updated, device was returned to manufacturer. H6: codes 4114, 114, and 4315 no longer apply.

Event description:
It was reported a stealth 360 peripheral orbital atherectomy device (oad) was used to treat a heavily calcified distal anterior tibial artery (ata). Balloon angioplasty followed the orbital atherectomy treatment. An embolism in the ata was observed. There was no flow in the ata. The patient had cold, blue feet at the end of the procedure, however, it was indicated the patient had generally poor blood circulation and wounds in their feet. Lysis treatment was performed to complete the procedure. The patient was in stable condition. In the physician's opinion, orbital atherectomy may have caused or contributed to the adverse event, however, it was noted the patient's anatomy provided very small vessels and many collaterals.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.